Manufacturer narrative:
The device is being evaluation in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this system exhibited noise, which was oversensed causing inappropriate anti-tachycardia pacing (atp). Additionally, a shock impedance measurement greater than 200 ohms was observed. Pacing impedance had also increased from 427 ohms to 1081 ohms and threshold measurements had also increased. The physician programmed shock therapy off for this patient and will perform a revision procedure in the future. A subsequent revision procedure was performed and the system was removed from service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.